Event description:
It was reported that this device delivered inappropriate shocks due to an episode of atrial arrythmia, the patient reported this issue and technical services (ts) referred the patient to her md. No additional adverse patient effects were reported. Additional information was received, the device allegedly provided pacing for this episode at 180 bpm, technical services (ts) review the episode and determined that this was not the case.

Event description:
It was reported that this device delivered inappropriate shocks due to an episode of atrial arrythmia, the patient reported this issue and technical services (ts) referred the patient to her md. No additional adverse patient effects were reported.